Event description:
I noticed as opened a new contact lens container that there was not a lot of fluid, so I looked at the others and some had a large bubble (i.e normal) and some small. So I opened one with a large bubble that looked normal and put it in (stupid, in hindsight). Later that day I noticed my eyes was red (I have a photo) so I look it out. I contacted (B)(6) customer support, and after some issues was notified by email that they had distributed counterfeits that needed to be replaced, so I was sent a new box. I didn¿t think much about it, figuring it was a commonplace occurrence,until now, when I searched the internet about it and found information about only one other case(i.e. Coopervision) and FDA warning about colored lenses. So I figured I should let y¿all know about this instance. I still have the package of lenses, (B)(6) said were counterfeit. They are air optix night and day aqua by alcon.